Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation when there was pacing from the right atrial (ra) lead. The pacing output was lowered which resolved the phrenic nerve stimulation. The ra lead remains in use. No further patient complications have been reported as a result of this event.